Manufacturer narrative:
A philips service engineer assisted the customer with troubleshooting the issue, and determined the issue was due to a failure related to the user interface (ui) assembly; however, the repair for the device cannot be conducted at this time, due to a backorder status of the ui assembly needed for correction. The part recommended for repair aligns with the reported malfunction per the service manual. When the ui assembly becomes available, the repairs will be performed and completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a dim screen. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator with a screen that was too dim, but still usable. The rse informed the customer that the user interface (ui) assembly can be upgraded to a second-generation ui assembly. The customer was provided with the part number for a replacement ui assembly. The customer was also advised that the device would require software 2.1 or higher.